Event description:
New information received on oct 30, 2025, indicated that the lead was explanted. Further information was requested but not received.

Manufacturer narrative:
External insulation abrasion was noted at 10.0 cm to 11.1 cm from the pin consistent with lead friction to the device can. This is consistent with the observation from the field of oversensing noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with over-sensed lead noise on the right ventricular lead. The patient was stable, and no resolution was reported.